Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the reset error test with no alarm. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window, and a cracked reservoir tube lip. The visual inspection showed that the damage to the display window was a scratch and not a crack as reported by the user.

Event description:
It was reported that the insulin pump sustained damage, alarmed unexpected restart, and had a cracked display. The caller did not provide the blood glucose reading.